Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a closure top which was found to have backed out 6 weeks post-op. The closure top was removed and replaced during the revision surgery.

Manufacturer narrative:
The returned closure top was evaluated. There were no indications of damage of deformation on the closure top. However, there were witness marks in the anodize on the bottom surface which sits against the rod that indicate the closure top was not installed flat against the rod and prevented the closure top from locking appropriately against the rod. As the vertebral bodies experience movement post-operatively, the movement would have been carried to the construct and would allow an inadequately locked rod to move enough to release the positive pressure off the closure top which in turn would allow the closure top to back out and away from the rod and tulip of the pedicle screw.